Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately a year prior, the stimulator had turned on unexpectedly and delivered a high jolt while driving, causing the patient to feel as though they had a heart attack. The stimulator was subsequently used only when an MRI was needed, as it was not effective for neuropathy. The device was initially intended for placement in the neck, but due to excessive scar tissue it was not staying in place and it was relocated to the lower part of the body. The patient described their neuropathy as too strong and stated that it felt like it was "frying" them. An MRI was scheduled but had not yet been performed at the time of the report.